Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (scope communication error code displayed) was not confirmed. Additional evaluation findings were as follows: the adhesive on the bending section cover had wear, the universal cord had a dent, and the bending section could not be fixed firmly. The following components had scratches: the control unit, the grip, the up/down plate, the right/left plate, the free/engage lever, the angulation lever, the light guide connector, the light guide cover glass, switch 1, the right/left lever, the video connector case, and the video connector. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been four years since the subject device was manufactured. Based on the results of the investigation, the root cause of the scope communication error code could not be determined. However, likely causes are breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The issue is addressed in the operation manual: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿ confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Investigation activities have been opened to manage actions related to this report and any required MDR reporting. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that when using an endoeye flex deflectable videoscope, there was a scope communication error code displayed. The event occurred during preparation for use. There was no patient harm associated with the event.